Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta mesh system. She required additional surgery to remove & correct these problems. She has suffered from erosions, pain & dyspareunia. Diagnosis or reason for use: pelvic organ prolapse.